Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient felt a hypoglycemic event coming on; was able to self-treat. Caller stated around 45 minutes later patient clearly had symptoms of hypoglycemia; blood glucose level was tested by wife with a reading of 6.0 mmol/l. Caller reported patient was nearly unconscious, results differed from symptoms, wife called an ambulance who tested patient's blood glucose level at 2.7 mmol/l. Caller stated patient was given glucose IV by the paramedics. Test strips are no longer available. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.